Event description:
It was reported that the patient was having extreme pain, babbling speech and confusion while on scs trial stage. The patient was taken to the hospital for treatment. The patient underwent a lead pull.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.